Event description:
The complainant reported that the impella displayed 'placement signal not reliable' alarms. The console and the pump were not replaced. Engineers confirmed that the issue was related to the automated impella controller, not the pump. No harm occurred to the patient as a result of this incident.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The console and logs were returned. The logs confirm that the placement signal not reliable alarm was issued on the complaint date, three times. The consoles core as well as the cladding of the optical connector fiber that was originally part of ic5320 was contaminated even after rigorous cleaning. The cladding also appears to have regressed into the outer buffer. The root cause of the placement signal issues was a defective front panel connector causing lower signal not reliable and contrast. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.